Event description:
It was reported that the spinal cord stimulation (scs) patient had charging issues and needed to charge the implantable pulse generator (ipg) more frequently. The charging issues started approximately twelve months ago. The patients existing programs were not using the lead contacts that were affected by high impedances. Several lead contacts exhibited high impedances, however, it was noted that the patient was a high energy user, which may have been the reason for the charging issues. The patient underwent a revision procedure for a device upgrade. The ipg was explanted and replaced, as the physician decided it was a good time to upgrade the ipg due to the age of the battery. The explanted device was not released by the medical facility and will not be returned for device analysis. The leads and splitters remain implanted and in service.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately 12 months ago in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads , upn: (B)(4), model: sc-2366-70, serial: (B)(6), batch: 16398964. Product family: scs-linear leads upn: (B)(4), model: sc-2366-70, serial: (B)(6), batch: 16445872. Product family: scs-splitters upn: (B)(4), model: sc-3400-30, serial: (B)(6), batch: 16484140. Product family: scs-splitters upn: (B)(4), model: sc-3400-30, serial: (B)(6), batch: 16484140.